Event description:
Caller states that the patient tested >8 inr while the lab read 4.4 inr. Caller reports an additional comparison where the patient read >8 inr on the device while the lab read 3.36 inr. Caller is unsure which strip lot produced specific result. No action was taken based on device result. No adverse event reported. Requested return of suspect device, however caller states that the strips are not available for return.

Manufacturer narrative:
Additional strip lot used: 375a, exp. 1/08.